Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. Patient's hospice nurse called an ambulance; patient was reportedly asleep and awoke to paramedics treating her with glucose intravenously. Paramedics left after spending 2 hours at patient's home. This pod was discarded.